Manufacturer narrative:
Note that additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), lot# unknown, serial#, implanted, explanted, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported lead was damaged during procedure. Consequences of the event were noted as lead replacement. No symptoms were reported. There were no further complications reported and/or anticipated.